Manufacturer narrative:
The device and portions of the leads were going to be returned. However, analysis is not needed. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information indicating that the patient had an infection of an unknown source. The device system was explanted. It was noted that the patient was very sick with end stage renal failure and a plan for the patient to get another device was not known. No additional adverse patient effects were reported.